Event description:
The manufacturer received information related to an everflo portable oxygen concentrator. The device was returned to a third party service center. The service technician alleges external fire damage, thermal event to patient tubing, customer unsure if device caused fire. Then the evaluation shows that the fire was external, all evidence indicative of patient use/originating external to unit design. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third party service center for evaluation. During evaluation, a burnt humidifier base cable was found. The third party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further.

Manufacturer narrative:
The manufacturer previously reported information related to an everflo portable oxygen concentrator. The device was returned to a third party service center. The service technician alleges external fire damage, thermal event to patient tubing, customer unsure if device caused fire. Then the evaluation shows that the fire was external, all evidence indicative of patient use/originating external to unit design. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third party service center for evaluation. During evaluation, a burnt humidifier base cable was found. The third party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. Correction: evaluation method code.